Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Additional information: h10. Tiger aesthetics medical requests to void this medical device report. This is a duplicate event of MFR report # 1651189-2025-09836 and 1651189-2025-09835. Correction: a1, a2, a3, b3.

Event description:
Capsular contracture, baker grade unknown, side unknown.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.